Event description:
This case was received via a patient support program ((B)(6)). A healthcare professional reported that a patient who had experienced a posterior capsular rupture and an intraocular lens (iol) placed in the sulcus, attended emergency department complaining of several episodes of visual problems in her left eye (os). It was difficult to establish whether it was complete loss of vision in her left eye or left homonymous hemianopia which lasted for 20 minutes and was accompanied by left sided headache. The patient also had complained of jaw claudication on and off for the last two months. Several test were performed and the patient was left her on her treatment. The patient was referred back to the outpatients' clinic for further follow-up. The patient came back on the same evening to the emergency department complaining of loss of vision and left sided headache. The patient presented with high iop an a anti-glaucoma treatment was given. One hour later the iop decreased down. As the pressure was controlled with the medication she was not admitted. The next morning, on examination the left iris was dusted by pigment. The left trabecular meshwork was pigmented while no blood was detected. Two weeks later the patient came back complaining of more episodes of loss of vision lasting for 30 minutes with flashing lights and pressure type headache on the left side. A shower of pigment was seen on the left corneal endothelium, anterior surface of the iris and the anterior surface of the iol. The left trabecular meshwork was significantly pigmented. It was hypothesized that more than likely the left iol might be too close to the iris so that any movement of the pupil or the lens could result in rubbing of the iris pigment. This in turn could cause the release of pigment in the aqueous leading to blockage of the trabecular meshwork. Decrease of the outflow could be the reason of the significant rise in the intraocular pressure. At this stage anti-glaucoma eye drops were prescribed twice daily. To prove the hypothesis an anterior oct was performed which showed no space between the iris and the iol in the os. In the latest patient visit the patient had no complaints and there was no change in her status or vision on the day.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Manufacturer narrative:
Evaluation summary: the iol was implanted in the sulcus. This lens is not intended for sulcus implantation. The manufacturer internal reference number is: (B)(4).